Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, the left ventricular lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.